Event description:
International affiliate reports that device became clogged and could not drain two days following placement into the patient. The device was replaced and patient is reported as fine.